Manufacturer narrative:
On 1/24/2021, biosense webster inc. Received additional information about the patient and event. It was reported the patient was a 64-year-old male. Patient¿s condition improved. There was no evidence of steam pop during the ablation. No error message on biosense webster inc equipment was reported. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30438402m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for atrial fibrillation (afib) with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After pulmonary vein isolation, left atrial posterior wall isolation and ablation to the left atrial septum (2 hours after the start of the procedure), the physician confirmed that the shadow of x-ray fluoroscopic image was expanded. Cardiac tamponade was confirmed by echo and chest tube drainage was performed. There was no decrease in blood pressure. The patient¿s condition was stable after drainage and they were returned to the intensive care unit (ICU). The patient was moved from ICU to general ward the next day and discharged on (B)(6) (6 days later). The physician commented there was no causal relationship between adverse event and the product. There is a dent in the septal part of the left atrium, also physician¿s commented that it may be caused by inserting a catheter in the same site.